Event description:
It was reported that the patient with this pacemaker system exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms shortly after implant. There was intermittent pacing failure noted as well. The patient was pacemaker dependent and had no self-pulse. The physician opted to explant this pacemaker and non-boston scientific lead and a new device and lead were successfully implanted. This device is expected to return for analysis. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this pacemaker system exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms shortly after implant. There was intermittent pacing failure noted as well. The patient was pacemaker dependent and had no self-pulse. The physician opted to explant this pacemaker and non-boston scientific lead and a new device and lead were successfully implanted. This device is expected to return for analysis. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to field h6: patient codes.

Event description:
It was reported that the patient with this pacemaker system exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms shortly after implant. There was intermittent pacing failure noted as well. The patient was pacemaker dependent and had no self-pulse. The physician opted to explant this pacemaker and non-boston scientific lead and a new device and lead were successfully implanted. This device is expected to return for analysis. No additional patient adverse effects were reported.